Event description:
The customer reported cartridge chemistries failed calibration with back-to-back system error involving the unicel dxc 600 synchron system. The customer rebooted the system and noticed approximately 20 milliliters of unknown fluid leaked at the tip of reagent probe a during priming of the system. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not generated. There was no patient impact associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced a faulty solenoid valve (wash collar) on reagent probe a and resolved the fluid leak issue. No further evidence of fluid leaks or instrument errors were observed. The fse verified repairs by priming the reagent delivery system multiple times. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the faulty reagent probe a solenoid valve. (B)(4).